Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2014 with the following findings: a review of the pump black box data revealed two cs 052 call service alarms. The pump case was removed, and evidence of moisture ingress was found on multiple internal components. Adequate investigation could not be completed due to keypad button response issues caused by the moisture ingress.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052-0001 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.